Event description:
The facility reported a pump with an unk battery issue. It is unk when this occurred. There was no pt injury or med intervention necessary according to the hosp rep. No additional info is available.